Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not power down or perform a save to disk. The caller stated that the programmer seemed to have been "locked up". After the battery was disconnected the programmer powered down, and after powering up everything was working. The caller repeatedly powered the unit down with the battery connected and they were able to do a save to disk operation. The programmer remains in use, and there were no patient complications reported.